Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd angiocath¿ was found with foreign matter as ¿the part that is located inside the patient vein, is dirty, it is with residues in its extension.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
It was received one opened and unused sample of angiocath 24ga x 0.75in, however, as the sample did not come in its original package the batch number is unknown. After visual analysis of the sample it was not possible to verify any kind of foreign matter (dirt) present in the extension of the product as reported in the complaint. It was not possible to perform a device history record analysis, since the claimed batch is unknown. Investigation conclusion: not confirmed: bd was unable to confirm the complaint based on the analysis of the customer's sample. After analysis of the sample, it was not possible to verify the presence of dirt along the extension of the product, besides the normal presence of small droplets of inert silicone on the catheter, which is used to aid in the slippage of the catheter during venipuncture. In addition, the batch number is unknown, which has limited part of the investigations. Based on this, the complaint of foreign matter due to dirt in the catheter extension was not confirmed.